Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, a shaft fracture occurred 12-15cm from the hub of the device. Access was obtained via the right radial artery. The lesion was located in a tortuous and calcified right coronary artery to first right diagonal artery. As the physician was attempting to treat the lesion with a 2.5x12mm liberte' bare metal stent, the shaft fractured outside of the patient. The device was removed and the procedure was completed with another liberte' bare metal stent. No patient complications were reported. Patient status is listed as stable. Product analysis revealed a shaft fracture greater than 15cm from the hub of the device.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.